Manufacturer narrative:
D4 - primary UDI number: updated. H3 and h6 codes - updated. The suspected device was returned for evaluation. The devices were visually inspected and the keyboard is worn, but it does not affect its functionality. Review of the event history log (ehl) showed a high-level alarm: ¿reservoir volume is zero.¿ the customer protocol tests determined that the device operated for 25 hours without interruption and the infusion was completed without over-delivery or alterations to the values, delivering the programmed volume. It can be concluded that during the customer protocol and product verification tests, the device infused correctly without over-delivery, generating no technical failures or alarms, or overprogramming issues caused by the keyboard. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient had a ketamine infusion finish 8 hours earlier than scheduled. Per reporter, the mixture was prepared as 250 mg in 250 milliliters, 10 mg per hour, and was expected to last 24 hours. Reporter stated the mixture was started by the nurse on the previous shift at 12:51 pm and, when the next shift was received at 6:30 pm, the infusion was checked and found to be correctly programmed. Reporter stated that at 5:00 am, the pump alarmed and indicated that the infusion bag was empty. The patient was assessed and was found to be drowsy but in good condition. The analgesia pump was removed, and upon verification, it reported that a total of 137.7 milliliters had been infused. Per reporter, the patient has a history of self-administering analgesia boluses without staff authorization. Reporter stated that an alteration was observed in a segment of the infusion set.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.